Manufacturer narrative:
Device 1 of 2. Reference MFR report: 2032380-2011-00113.

Event description:
During an arthroscopic procedure, the physician utilized two speedlock knotless implant devices (of the same lot). It was reported the implant was inserted into the bone hole with ease. When physician backed the handle out of the surgical site, he noted the implants had failed to disengage and were still attached to the inserter handle. Multiple attempts to obtain additional information regarding this event were made but were unsuccessful. No pt complications were reported as a result of this event.